Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was placed in the right cephalic vein with sherlock, trimmed to 41 cm, external 1cm, with local anesthesia and secured with a statlock. Thrombosis vena subclavian noted.

Event description:
It was reported the catheter was placed in the right cephalic vein with sherlock, trimmed to 41 cm, external 1cm, with local anesthesia and secured with a statlock. Thrombosis vena subclavian noted.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0073 showed no other similar product complaint(s) from this lot number.